Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2016 a customer contacted adc to report that the test strips for her adc glucose meter were "bent" inside the canister. She was instructed to return the test strips and advised that test strips would be shipped to her. On (B)(6) 2016 the customer called adc to follow-up on the replacement test strips that she had not received. During the call, the customer reported experiencing a medical event while she was awaiting the delivery of her test strips. The customer reported that on (B)(6) 2016 she was at home at 11:00pm when she started to feel "lightheaded", but was unable to test as she did not have any test strips. She subsequently experienced a loss of consciousness and her husband brought her to a hospital. Customer reported a reading of 50 mg/dl was obtained on the hospital's hcp meter, she was diagnosed with hypoglycemia and given a "shot of glucose to raise her blood sugar." She was kept overnight in the hospital. On the following morning ((B)(6)), her blood sugar was tested with a result of 119 mg/dl, and she was discharged to home. She was provided with a glucose meter and test strips by the hospital, and advised to monitor her blood sugar "in case it went down". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. Visual inspection of the test strips did not observe bent test strips. The complaint is not confirmed.